Event description:
Patient undergoing aortic valve replacement due to aortic stenosis. Patient with history of CABG. Surgeon needed to reopen the sternum after completing surgery because the patient continued to bleed. Surgeon was using hall series 4 saw with brasseler USA km-279 blade. The surgeon was not able to reopen the sternum because the saw would not cut properly. Several saws and blades were used with the same result. Eventually the surgeon was able to reopen the sternum. Per the hall representative, the combination of the hall saw and the brasseler blade caused the caudal pin on the saw to wear down at a rate faster than normal causing the saw to malfunction. After this event, the hall saw was used with a hall blade and functioned appropriately. We are reporting this instance of malfunction with the saw/blade combination since in the brasseler catalog it states that the brasseler blade is appropriate to use with the hall saw.